Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a moderately calcified lesion (99 percent stenosis degree) in the moderately tortuous mid sfa. After pre-dilatation with a passeo-18, the pulsar-18 was advanced to the lesion. But when using the trigger, the stent could not be released. After several attempts, the device was removed, and another stent was used to complete the procedure. The device was scrapped in the hospital.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified.